Event description:
Pt received her first treatment into the left nasolabial fold after 1988. Three to four weeks after the treatment, the pt developed severe redness and swelling at the left nasolabial fold which was diagnosed as a hypersensitivity. The exact dates of treatment and onset of symptoms were unknown. Ibuprofen was prescribed for the first month the symptoms were present, and it sometimes helped relieve the symptoms. This persisted for approx one year, and resolved in approx 1991, exact date unknown. When the symptoms resolved, the left nasolabial fold had a subtle duplicate nasolabial fold which the physician believed was due to the intensity of the inflammation from the hypersensitivity.